Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned shims exhibit signs of repeated use and each shim has one each of components 1 and 2 disassembled / missing. Device history record was reviewed and no discrepancies were found. Root cause determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05593, 0001822565-2017-05594.

Event description:
It was reported that the ball plunger was missing from two instruments. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.